Event description:
The customer reported that she had gained weight over the years and has had a gastric sleeve procedure. Customer has lost 30lbs and has not gained or lost weight since (B)(6) 2014. Customer stated that they have had continuous highs and lows. Customer stated that she is not eating much and her lifestyle changes have had an effect on her blood glucose. Customer stated that sometimes her blood glucose goes over 400 mg/dl from the morning until the afternoon. Customer stated that she does not crash after that. Customer is on humalog and has asked her health care professional to change her type of insulin. Customer declined any training or assistance through the helpline. Customer declined to have a health care professional assist her as well. Customer is requesting further training and troubleshooting for elevated and low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.